Event description:
It was reported that far p-wave oversensing resulting in inappropriate high voltage defibrillation therapy was observed on the right ventricular (rv) lead. An x-ray was performed and rv lead dislodgement was observed. No allegation of malfunction was made against the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.